Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected alarms were noted during testing. The insulin pump was received with cracked case at display window corner, minor scratched liquid crystal display window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received battery cap but the insulin pump is still alarming failed battery test. Nothing further reported.